Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer initially reported the device was available for return and evaluation; subsequently, it was reported that the device was discarded or misplaced. The lot number was not identified; therefore, a device history record review could not be performed. Without the product to examine and a specific device failure reported, an analysis could not be performed and a determination of a cause or probable cause could not be made.

Event description:
It was reported that a physician attempted arteriotomy closure of a common femoral artery after an interventional procedure. Reportedly, a proglide device was attempted and an unspecified failure occurred. Another proglide was attempted, also with an unspecified failure occurring. The method used to achieve hemostasis was not reported. There were no adverse patient effects reported. The physician is trained in the use of the proglide device. Though requested, no additional information was provided.